Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s sleep/wake button was unresponsive unless the device was on the charger, despite a full charge; guided troubleshooting was performed, including precise tapping on the indent, holding the button, cleaning and drying, removing the case, and attempting off-charger activation, and the issue persisted, leading to device replacement. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl lasting a few hours, without ketone testing, backup therapy, medical intervention, or acute health effects. Outcomes included temporary impact to therapy due to inability to wake the device off-charger, with continued cgm use advised and device operation possible while on the charger. Investigation included customer interview, symptom characterization, functional checks via scripted troubleshooting, and logistical follow-up for device exchange. Investigation of this device was confirmed and revealed a nonresponsive sleep/wake interface consistent with a hardware malfunction of the wake button component that did not resolve with cleaning, case removal, prolonged press, or idle period, indicating a device-level mechanical or sensor failure of the user interface control. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure not attributable to user error.